Event description:
Reporter stated that he had an open bilateral inguinal hernia left and right repair surgery. Right after the surgery the pain got progressively worse. In the last two years, the pain was consistent. He said he was in extreme pain every day, has not been able to wear normal pants, not able to sleep because of the pain. He also has trouble wearing the waist band since it is pushing against his surgery.